Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient¿ inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities.¿ though a definitive root cause could not be determined, as a result of the investigation, it is believed that the reported event was caused by external physical force being applied to the device. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned for routine inspection. During this inspection, it was discovered that the distal end of the device had a sharp crack that would catch cotton. Additionally, the lens cement was peeling. A supplemental report will be provided upon the completion of the investigation.

Event description:
As reported, during a routine inspection, the endoeye flex deflectable videoscope had peeling cement around the lens. There was no patient involvement during this event.